Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right pain, and rupture; patient had a fall. Explantation date: (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 225cc mentor memorygel breast implant and experienced right side pain and breast implant rupture postoperatively. It was reported that the patient had a fall. As a result, the patient is scheduled for a replacement surgery on (B)(6), 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the implants were accidently thrown out because they were ruptured and messy along with the fact that the patient was not re-implanted. Corresponding fields have been updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 17, 2022, mentor became aware that the patient is caucasian. Fields a5 and a6 for ethnicity and race have been updated on this form manufacturer¿s reference number: (B)(4).